Event description:
Customer reported a malfunction with the device, specifically referred to as malfunction 16-0x20e6. There was no reported impact on the customer's blood glucose level. The device was set to be returned, and a replacement pump with a new serial number was provided to the customer for continued use.